Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) is stated to undergo possible surgical intervention due to x-rays showing the lead was fractured. No further information is available at this time.